Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances for the reported lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties appear to be due to operational context.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 6f x 90 sheath was advanced and .035 in. And .018 in. Guide wires were advanced to the lesion. A 6.0 x 80 mm absolute pro vascular self-expanding stent system (sess) was being advanced over the .035 in. Guide wire; however, the sess could not advance through the sheath due to the .018 in. Guide wire also being in the sheath. As the sess was being removed from the anatomy, the stent partially deployed inside the sheath. The device and .018 in. Guide wire were removed without issue and another 6.0 x 80 mm absolute pro vascular was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.